Manufacturer narrative:
Addendum for follow-up received on june 4, 2007 and june 5, 2007: an attempt to obtain follow-up information has been unsuccessful. Additional information received on june 5, 2007: global tc results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since the treatment date, we can confirm that the product involved in the adverse event has not been manufactured by site. In fact, the first sculptra batch was manufactured last august 2004 for USA and site started to distribute the product in a foreign country since june 2005. Thus the batch under discussion has not been manufactured in anagni, but it's a sterilyo batch. Site has the documentation for the following batches manufactured in the 2004 by sterilyo site: 04l15 (manufacturing date: 12/14/2004), 04k24 (11/23/2004), 04j27 (10/26/2004), 04j20 (10/14/2004), 04i07 (09/06/2004), 04d20 (04/19-20/2004), 04c23 (03/22/2004), 04c09 (03/08/2004), and 04b25 (02/24/2004). All the dhrs (device history reports) and all the documentation in our possession, concerning the above batches potentially involved in the complaint, have been reviewed and no anomalies, which could be related to the event occurred, where pointed out. According to both certificate of analysis, issued by aventis/dermik laboratories and sterilyo site, all the results at release and all the in-process tests complied are within the specification limits. On the basis of the above mentioned investigational results, we can consider the case closed. No corrective actions are required. Follow-up june in 2007: global ptc results: batch record review without hint to root cause. No faults, defects, damages detectable. The product involved was not manufactured by anagni site. The bach is a sterilyo batch. All device history reports and documentation in our possession, concerning the batches potentially involved, have been reviewed and no anomalies were pointed out. No corrective actons are required. Conclusion: no faults detectable.

Event description:
Initial report: this spontaneous report was received from a physician via our affiliate in another country. A physician reports, that a patient was treated with sculptra (poly-l-lactic acid) three years ago and has since developed massive nodules. The reporting physician believes that this is one of the most severe cases he has ever seen. Report's causality assessment: not provided. Addendum for follow-up received on april 30, 2007: a ptc (product technical complaint) has been initiated for this report: global ptc 1000249908 and local ptc 1952. Addendum for follow-up received on may 25, 2007: after review of the new information, it has been determined that this report will be upgraded to serious, medically important. Additional information indicates this patient received sculptra and restylane (hyaluronic acid) in 2004. Sculptra 5 ml was injected into the nasolabials and marionettes portions of the face. Restylane 2.5 ml was injected into the glabellar, nasal flares, marionettes and nl (nasolabials) folds. During the patient's second follow-up visit the next month, it was noted that the patient experienced lumpiness in the nasolabial area, which have resolved. One month later, this patient had a vitapeel, spf 30 and green tea. Hylaform was injected six days later. A second treatment with sculptra was performed four months later with the following dosages, 1 ml x 2 to the zygoma area, 1 ml x 2 to the nasolabial area, 4 ml x 2 to the top lip, 1 ml x 2 to the corners and 2 ml x 6 under the chin. The same day, hylaform was administered, as well as botox (botulinum toxin type a), which was administered to the glabellar area and crows feet. Collagen was administered in the same month, to the glabellar and nose line areas. The same month, sculptra was administered 1.4 ml to the nasojejunal and zygoma area and 2 ml to the top and lower lip. That same day the patient also was administered restylane. Last treatment reported was botox, which was administered the next month. Information from the treating physician indicates that the onset date of the event was earlier that year. The patient was treated with photo laser stimulation therapy on an unknown date and the patient's symptoms improved dramatically. At the time of this report, the event is still ongoing. The reporter felt that the incident could lead to a serious injury or deterioration in the health of the patient, as well as, if the event were to occur again it might lead to death or serious injury/deterioration in health. An ultrasound of the face was performed indicating: there is a hypo-echoic diffuse area bilaterally extending from infra-orbital margins to the mandibles. Multiple more discrete solid areas are seen through the swollen areas bilaterally. Largest lesions, such as in the right face laterals to the nose, central vascularity. There is another area in the right face along the line of the mandible with a maximum diameter of 2.5 cm area with central vascularity. In the left face is an oblique line from the nose to the lip. There is a 2.5 cm area with central vascularity. In the left face adjacent to the lip there is a 1.8 cm maximum diameter area with central vascularity. There are no fluid collections. There is no cystic area.